Event description:
It was reported the patient has not used nor recharged his ipg as recommended due to his charger and programmer being stolen. An sjm representative met with the patient and confirmed the ipg is non-functional. As a result, the patient may undergo surgical intervention once he locates a surgeon.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.